Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During the study, maternal-fetal outcomes in 34 pregnant women with type 1 diabetes in sensor-augmented insulin pump therapy, it was reported that 2 patients experienced diabetic ketoacidosis. No further details were provided regarding treatment of the actual incidents; however, it was noted that the patients were using medtronic insulin pumps and were primarily treated at the endocrinology unit of the (B)(6) university hospital, in (B)(6) between (B)(6) 2009 and (B)(6) 2015. There were no reported insulin pump or sensor malfunctions, and no products were returned to medtronic for analysis.